Event description:
The customer's completed data run sheets were received for evaluation. It was identified during the review of the run sheets that the customer should be contacted to clarify and go over the data in the sheets. Multiple attempts were made to contact the customer. Based on the information originally provided from the customer and incomplete follow-up from the customer to our inquiries, it is not possible to determine a root cause for this yield complaint.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report. (B) (4).

Event description:
It was reported from a cord blood processing facility that the tubing that was attached to the spike of the device became detached. Initial processing with the device had proceeded normally though the 1st centrifugation and extraction stages, whereupon the technician stripped the tubing at station 2 and noted the tubing was detached. The cord blood product had to be transferred to a new device, resulting in a 1ml loss of product. The processing then was continued to completion without further incident.